Manufacturer narrative:
Failure observed during analysis: long charge time behavior with the field capacitors was found during analysis. It is consistent with an internal capacitor anomaly due to capacitor deformation.

Event description:
This report is to advise of an event observed during analysis.